Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2021-01719 and correct the initial report. Olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the reported phenomenon appeared to be caused by incorrect customer's handling. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the adhesive on the distal end cap was missing. There was no report of patient injury associated with the event.